Event description:
Patient had the lumbar-peritoneal (lp) shunt valve implanted 5-8 years ago. Patient recently began having headaches and the valve was repostioned in surgery recently. Md stated that he was unable to reprogram the shunt and returned the patient to the or 5 days later and explanted the shunt.